Manufacturer narrative:
H.6. Investigation summary : since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Based on no sample, the investigation concluded, bd was not able to verify the indicated failure. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches. H3 other text : see section h.10.

Event description:
It was reported that the bd needle 26x3/8 ib was the needle involved with difficulty in the pluger movement. Discovered during use. The following information was provided by the initial reporter: verbatim: "1. Description of issue: customer reports the plunger not moving. 2. Number of occurrences: 1. 3. Did the customer insert the needle into the cartridge and encounter fill resistance? No. 4. Item number . Choose one: bd 26 g, 3/8¿ needle ¿ 305110. 5. Product lot number: 9058969 (for most recent occasion on 1/6/20). 6. For bd product only, are samples available for investigation? Yes. Does customer authorize bd to contact customer to obtain sample(s)? Yes. 7. Did issue cause any injury? No. If yes, what type of injury? 8. Medical intervention needed? No. If yes, who was the 3rd party and what was the assistance/treatment? ¿ cts explained that bd might follow up with customer regarding returning syringe/needle. No further tandem follow up is required.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that the bd needle 26x3/8 ib was the needle involved with difficulty in the pluger movement. Discovered during use. The following information was provided by the initial reporter: verbatim: "description of issue: customer reports the plunger not moving. Number of occurrences: 1. Did the customer insert the needle into the cartridge and encounter fill resistance? No. Item number: choose one: bd 26 g, 3/8¿ needle ¿ 305110. Product lot number: 9058969 (for most recent occasion on (B)(6) 2020). For bd product only, are samples available for investigation? Yes. Does customer authorize bd to contact customer to obtain sample(s)? Yes. Did issue cause any injury? No. If yes, what type of injury? Medical intervention needed? No. If yes, who was the 3rd party and what was the assistance/treatment? Cts explained that bd might follow up with customer regarding returning syringe/needle. No further tandem follow up is required.